Manufacturer narrative:
The reported complaint of suspected catheter leak was confirmed during the functional testing of the returned icy catheter (lot # 199770). A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the bonding leak could be a latent defect in the bond. During the functional leak test of the returned catheter, all infusion ports and extension tubes were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 199770.

Event description:
A post-cardiac arrest patient received intravascular temperature management therapy (ivtm) to induce hypothermia. The icy catheter (lot #199770) was smoothly inserted into the patient's right femoral vein. During the maintenance phase after rewarming, the thermogard system generated an "air trap" alarm. The console's pump rotor stopped and went into a standby mode. The customer observed a loss of saline in the saline bag, but no fluid was found on the thermogard console, patient bed, or floor. It was suspected that the catheter was defective, resulting in approximately 200 milliliters of saline leaking into the patient's bloodstream. The catheter was subsequently removed. Since the patient had already been rewarmed and only fever prevention was necessary, the decision was made to manage the patient with medication instead of inserting a new catheter. The catheter had been in place for 72 hours. After its removal, the "air trap" alarm was resolved, and the thermogard console was returned to service for future clinical use. No patient injury was reported, and the patient is in stable condition.